Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The contact information was kept blank due to no information was provided by the tcs.

Event description:
It was reported by the customer that pyxis medstation es system cubie failed to recover. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes the following field has been updated with correct information due to processing requirements: section b describe event or problem, section d brand name, d unique identifier (UDI), medical device model section e initial reporter occupation and other occupation, section g reporting office contact, report source, section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 21-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed to recover. A technical support specialist mentioned work order completed and no other repair information available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie failed to recover. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.